Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had moderate ketones was hospitalized for diabetic ketoacidosis (dka) due to a kinked infusion set cannula. The type of infusion set was not reported. The customer's physician switched the customer to another type of infusion set. Although multiple requests were made by tandem technical support for additional information, the customer did not reply.